Manufacturer narrative:
The coil had been re-installed approximately 1 month prior to the incident. It was mounted with heavy duty ty-raps, but the complaint investigation found that the number of ty-raps used were insufficient to support the weight of the coil. The installation guide was also not clear on the number of mounting points or their load capacity. Hitachi intends to inspect all MRI systems using this coil to confirm that the mounting is secure. These coils have been in use for over 10 years without a previous incident.

Event description:
On (B)(6) 2010, hitachi received a call from a site using a airis elite MRI system indicating that a compensation coil suspended above the unit had fallen. There was a patient on the scanner at the time. The coil is mounted in a 2x2 meter square frame weighing approximately 25 lbs. The patient was struck by the device. When it fell, it hit the top of the magnet first, then hit the table and bounced toward the patient's head, bumping the top of her head while she was laying on the table. The tech had to physically move the device away from the patient's head and states that it was touching the patient. The patient did not appear to have any cuts, abrasions, etc., but did complain of head and neck pain and was very upset. Due to her complaint of pain, the radiologist ordered a CT and the results were negative. The patient was released to her husband and left the facility. The site attempted to follow up with the patient to determine if she was still in pain. As of 2/3/10, they haven't informed hitachi that they received any response.